Event description:
Prostatectomy - "after six surgeries with malfunction of ca090, lot 1197827. Decide to call me. The next day I can check out in surgery saying the right thing. The clips do not stay in place where it is put. Some close crossed. Also get stuck in the mechanism. Both sounded like loud noise broke the mechanism. 1 of 6."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws did not fully close when the device was actuated. The unit was disassembled for further evaluation and internal component was found to have separated. This damage may have prevented the jaws from actuating properly, resulting in non-optimal clip closure. The exact cause of the damage is unknown; however, similar damage can be seen if the trigger is actuated while the jaws are restricted from moving. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.